Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on date of report around 11:30am, patient had experienced a hypoglycemic event. Patient lost consciousness and fell. During the fall, patient broke a finger. The paramedics were called. Upon arrival, they administered glucagon. Patient reported that cgm low alert did not sound at time of event. During patient's call to technical support, the dexcom representative asked patient to test receiver audio alert function. No audio tone could be heard. Dexcom requested receiver be returned to dexcom for investigation. No product had been received by dexcom at time of this report. At the time of his call to technical support, patient reported being in fine condition. During a follow-up call with patient on (B)(6) /2013, patient reported that he is doing well.